Manufacturer narrative:
Received only catheter attached to drainage bag. The reported event was unconfirmed, as the problem could not be reproduced. No visual defects were noted on the returned catheter. The functional evaluation was conducted as follows: inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 130ml/min, 140ml/min and 135ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. Unable to duplicate reported event. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that no urine flow was confirmed when the catheter was inserted. The user inserted enough length of the catheter from urethral meatus, but urine did not flow out. The catheter was removed and the drainage lumen was flushed with a syringe. The catheter was then reinserted. The catheter allegedly worked after reinsertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flow was confirmed when the catheter was inserted. The user inserted enough length of the catheter from urethral meatus, but urine did not flow out. The catheter was removed and the drainage lumen was flushed with a syringe. The catheter was then reinserted. The catheter allegedly worked after reinsertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine flow was confirmed when the catheter was inserted. The user inserted enough length of the catheter from urethral meatus, but urine did not flow out. The catheter was removed and the drainage lumen was flushed with a syringe. The catheter was then reinserted. The catheter allegedly worked after reinsertion.